Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports she is having burning feeling on the ins area since 0 couple days ago. Patient asked to meet with local reps in the area to check the implant before going to hcp ofc. Ps confirmed patient did not have fall or trauma. Ps reviewed reps role and recommend patient consult with hcp ofc for next steps. Patient insisting on contacting the local reps in the area. Ps sent email to local reps to contact patient. Patient reported change in activity level, not by much were the circumstances that led to the issue. Patient stated they were feeling a little better with less activity. Issue not yet resolved however as long as they take it easy it felt a little better each day.